Event description:
Event description guidant received information that a patient with this right ventricular (rv) defibrillation lead experienced ventricular fibrillation (vf) and their implantable cardioverter defibrillator (ICD) delivered appropriate shock therapy. It was reported that after subsequently testing the device, however, a decrease in shock lead impedance was noted (40 ohms at implant, 31 ohms at a device follow-up one week later, and then 25 ohms at testing on the day of the episode). It was also noted that the r wave amplitude was low. The patient status was noted as fine.